Event description:
Potential out of box failure: device was reported fail upon initial clinical use. Sales person reports the epk2303-01 was found not working as it clogged at 2/3 of the channel with no kink found at the area.